Event description:
Removed hose r foot and sequential stockings from rl. Found dark purple pressure areas as follows: top of foot 3 inch diameter, medial and lateral malleolus, in x 1/2 in, heel 2 inch diameter, lower shin 3 inch area with nodiation laterally 3-4 inches, small 1 cm open area on shin. Foot/body cream and dressing applied and rle elevated to keep pressure off. Pt had had both hose and stocking on both feet since or. (Started 6/11/96.)